Event description:
Medication placed on bard pump for infusion at 1500. Pump did not work when turned on. Pump was put out of service and inspected by biomed department. Defective on/off switch found and replaced.